Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse replaced the pinch valve tubing and manifold. The cse verified function of the valves and cleaned the dispense ports on the wash manifold and primed the fluids. The cause of the discordant, (B)(6) results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). One of three samples was sent out for confirmatory testing. All three patients were redrawn on a different date and tested on the same instrument, resulting (B)(6). The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.